Manufacturer narrative:
Section h9: 806 number 8020893-03142022-01-c this report is being submitted as part of remediation activities associated with CAPA#643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are not reported as mdrs; this is not a new malfunction/event. H3 device evaluation summary: reportability reassessed based on the 806 report submitted to the FDA. Medtronic conducted an investigation based upon all information received. It was reported that a patient¿s saturation decreased while in use on this 980 ventilator. Additionally, it was noted that the circuit was disconnected from the patient, the graphical user interface had a flashing light emitting diode (led) but there were no audible alerts. Per review of repair details, diagnostic logs and available information, there was no indication that the alarms were not sounding, the clinician had the alarm silenced. The service personnel (sp) inspected the ventilator and could not confirm the reported issue of no audible alerts but found other faults. As secondary issue sp found the exhalation valve flow sensor (evq) defective and ui fpga communication error in logs. Sp replaced the evq, user interface printed circuit board assembly (ui pcba). The unit passed all calibrations and tests as per manufacturer specifications at the time of service. The ui pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no mal function or product deficiency observed. The returned evq was visually inspected and analysis found the thermistor was damaged. The investigation could not confirm the reported issue but secondary issue of the returned evq was faulty and ui pcba was tested satisfactorily, a cause to the reported issue could not be determined. This event is in scope for fca z-0966-2022 which includes the reported event of no audio alarm and ui pcba communications error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient¿s saturation decreased while in use on this 980 ventilator. Additionally, it was noted that the circuit was disconnected from the patient, the graphical user interface had a flashing light emitting diode (led) but there were no audible alerts. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Per review of repair details, diagnostic logs and available information by cross functional team, there was no indication that the alarms were not sounding, the clinician had the alarm silenced.